Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v466242, implanted: (B)(6) 2010, product type: lead. Analysis of the ins, (B)(4), found there was no evidence of anomalies. Analysis of the lead found that the proximal end/connector was crushed. Medtronica good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain in her right leg when therapy was turned on and could not feel stimulation. The amplitude was at 4.2. The patient was also catheterizing herself and had been since her last implantable neurostimulator (ins) was implanted. Additional information received reported that the battery was replaced and the patient recovered without sequel.

Manufacturer narrative:
(B)(4).